Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the distal posterior tibial artery. A 3.0mmx150mmx150cm sterling sl balloon catheter was advanced to the lesion. The balloon was first inflated at 6 atmospheres however on the 2nd inflation at 6 atmospheres, the balloon ruptured. No distal emboli and occlusions were noted. The procedure was completed using a 30x150mm balloon catheter. No patient complications were reported and the patient's status was fine.